Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arcr procedure, inside the patient, a distal anchor of healicoil knotless rgnst was fractured when the inserting into the bone hole. Bone hole was made with using a rg dilator 5.5. The procedure was successfully completed with the back-up device. 5 minutes delay, no patient injury.

Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. Distal tip is broken off and proximal body, healicoil anchor was not returned with device. No other physical damage is visible to the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. This case reports a breakage of the healicoil anchor and it is unknown if the broken pieces were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.